Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies were returned for evaluation. We are unable to determine the cause of the event.

Event description:
Update received on 03 sep 2015: (B)(6) 2015: the patient claimed that his screw backed out from a previous cervical fusion and underwent a revision surgery. Update received on 21 sep 2015: (B)(6) 2015: the patient presented with dysphagia and evidence of screw loosening on imaging and subsidence. The patient underwent anterior cervical exposure to the spine and removal of screws from old medtronic prior placed prevail cage. The patient also got his CT - guided selective right c6 nerve root block done. A comparison was done with the MRI cervical spine with and without contrast.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2015: the patient underwent a CT of cervical spine without contrast and a comparison was done with an MRI dated (B)(6) 2015. Impression: at c6-c7, interbody plug and two anterior fusion screws, one in the c6 anterior vertebral body and the other in the anterior c7 vertebral body. Significant erosion of bone surrounding the proximal shafts of the screws, and approximately 1mm of lucency surrounding the more distal shafts of the screws. The fusion status of the interbody plug itself at c6-c7 is difficult to definitively assess due to streak artifact associated with the plug. No significant canal stenosis at any cervical level. Mild to moderate left c6-c7 neural foraminal narrowing . (B)(6) 2012: patient presented with neck pain and upper extremity symptoms, status post left arm pain. Musculoskeletal: positive for myglias, back pain, joint pain. Neurological : positive for tingling, sensory change, focal weakness and headaches. (B)(6) 2015: the patient presented for the evaluation neck and arm pain. Musculoskeletal: positive for back pain, joint pain, neck pain, mylgias. (B)(6) 2015: patient was diagnosed with dysphagia.